Manufacturer narrative:
Visual inspections & results: balloon condition, ab)torn; cam condition, desufflation lever condition, extension condition, inner and outer gasket condition, and sleeve condition, ab)good; stopcock condition, ab)open. Functional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon the info received and the visual examinations, it was concluded that the balloons had become torn, making the instruments non functional. A)the instrument was received with the distal tip of the balloon torn and the distal extension ring was protruding through the balloon. B)the instrument was received with a small tear, approx. 1/16" in length, in the proximal portion of the balloon at the attachment ring. Ab)the instruments would not function as designed due to tears in the balloons and no conclusion could be reached how the balloons may have become torn. Note: it was originally rpt'd that 1 instrument was being returned, but 2 instruments were received. Ab)each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the balloon burst. There was no patient consequence.